Event description:
During a dual-chamber ICD implantation procedure, perforation of the lead in the region of the rv electrode. The physician attempted the implant through the cephalic vein. The white stylet was slightly bent (j-shape) by the physician before the implantation. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.